Event description:
The customer reported that a plosive sound was heard followed by a "burn like" smell; no smoke was observed. The customer restarted the imaging system which was fully functional. The customer continued to use the imaging to successfully complete the procedure. There were no reports of adverse events to the pt or user.

Manufacturer narrative:
(B)(4). The system was returned to the MFR for eval. A burn capacitor was found on the internal 32v printer power supply. The printer power supply is a purchased OEM component. We could not conclusively determine the actual cause of the burn capacitor; however, this type of failure could not occur due to a surge on the output or random component failure. Functional testing was performed on the cpu and it functioned as intended. There were no reports of adverse events to the pt or user. The MFR is reporting this event for info purposes. No further action required.